Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the electrode device was clogged. There were no adverse patient consequences reported. No additional information was provided.